Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced an uncomfortable tingling sensation when he attempted to increase stimulation. As a result, the pt plans to undergo surgical intervention.